Event description:
It was reported that the system would intermittently not power up or boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.